Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, specifically during pullback, dark image occurred and portions of the image were black. It was also noted that air had not been removed during flushing in the preparation phase. The procedure was completed using another device of the same model. There were no patient complications.